Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿pump was delivering too much insulin¿ in response to blood glucose (bg) readings on the pump. There was no reported adverse impact to the customer¿s bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.